Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown surgery on an unknown date, it was observed that the lupine br ds w/orthcrd device was deformed/bent before use. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> the device was received and evaluated. Upon visual inspection, it could be observed that the anchor is bent, also the sutures are tensioning from the anchor to the handle's groove, as the photos provided by the customer shows. The shaft has no structural anomalies. A manufacturing record evaluation was performed for the finished device lot number: 7l06523, and no non conformances were identified. A manufacturing investigation was performed; as a result, there is a 100% control at different stages of production. Anchor tightening, by a torque meter + anchor/shaft assembly + anchor/shaft gap with a measuring gauge. Also, 100% visual control: check that no degradation on the suture and on the anchor is present. There has been a closer look on the in-process controls. The results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the document reviewed. The sample was deeply reviewed by scanning electron microscope (sem); as a result, the images shows evidence of plastic deformation. The anchor is made of polylactic acid and polyglycolic acid (pla + pga = poly (lactide-coglycolide). When the component of this device, is exposed to temperatures over 21 degrees celsius, its structure gets compromised as it tends to lose mass, it provides flexibility to the polymer chains producing a decrease in the degree of crystallinity of the structure and the microhardness values causing these types of deformations. These damages have typical characteristics of material exposed to temperatures higher than recommended, however this cannot be conclusively determined. Based on the results, this complaint can be confirmed. The possible root cause of this failure can be attributed to the devices were exposed to a temperature higher than the recommended while in stock. Temperatures over 21 degrees celsius and the pre-set tension on the sutures may lead to a bent anchor. No further information has been provided to help in the determination of the root cause for this failure. As per IFU- 109002 store in a cool dry place. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation, however a photo was provided. Upon visual inspection of the photo, it could be observed that the anchor is bent, also the sutures are tensioning from the anchor to the handle's groove. The shaft has no structural anomalies. A manufacturing record evaluation was performed for the finished device 7l06523 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection of the photo, this complaint can be confirmed. The possible root cause can be attributed to the conditions of storage of the device. A combination of warmer temperature and tension can lead to a bent anchor. As per IFU: store in a cool dry area. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.